Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).

Event description:
A patient with an implantable cardiac defibrillator (ICD) system was deceased and died in the hospital. It was reported that the cause of death was unknown and was classified as unknown if related to the ICD system. The patient was a participant in the (B)(6) study. A cause of death was requested and not received.

Event description:
Additional information received reported that the patient had been admitted to the intensive care unit due to renal failure and bad general state of health. Despite intensive treatement the patient died approximately seven hours later due to multiorgan failure caused by sepsis. The organism was identified as staphylococcus aureus. A CT scan of the thorax indicated pulmonary edema with suspected pneumonia. The study classified the death as a non-cardiac death and not related to the device and leads.